Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that the size 10 broach difficult to load onto broach handle; the handle will not lock onto broach. There was no patient contact. The surgery was delayed by 2mins to open a different broach pan. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the device found circular scratches around the post. Additionally, the post appeared slightly bent downwards. No other issues were identified. The observed condition of the device can be attributed to unintended use error, the device's post scratches can be attributed to a combination of heavy usage and due to the taper not being seated all the way into the mating device before usage. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test was performed with the mating broach handle (259807550), the assembling/disassembling process was slightly difficult to perform most likely due to the deformation of the post where it mates to the handle. The complaint condition was able to be replicated. The overall complaint was confirmed as the observed condition of the actis broach sz 10 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the broach was difficult to load onto broach handle; the handle will not lock onto broach. There was no patient contact. The surgery was delayed by 2mins to open a different broach pan.